Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, kink on cable, cable failed leak test due to puncture on cable, and no picture when camera was connected to camera box due to shorted cable. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head exhibited no image when connected to a camera box. It was reported that the event occurred during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the video function did not function properly due to the cable failure, and the phenomenon (no image) occurred however, the root cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.